Manufacturer narrative:
Please refer to the attached investigation report. - attachment: [20200519 - file-2020-00484 - analysis_and_closure_report_resp-2020-00532.pdf]

Event description:
Reportedly, the subject programmer has a burning smell.

Event description:
Reportedly, the subject programmer has a burning smell.